Event description:
Reference MDR # 1219856-2010-00460 for the first event and MDR # 1219856-2010-00461 for the second event involving the same pt. It was reported that the intra-aortic balloon (iab) became stuck in the metallic sheath. As a result, a new kit was opened & tried, but the same issue occurred. The condition of the pt was unk at the time of submission. Additional info received from regulatory/technical guarantee on 7/01/2010 stated it has been reported that the third iab was prepped & the md inserted a teflon sheath over the existing spring wire guide (swg) that was in the femoral artery of the pt. As the md was inserting the iab through the teflon sheath the iab became stuck in the teflon sheath. As a result, the md removed the iab and the teflon sheath as one unit. It was reported from the hemodynamic supervisor: "it was not possible to begin with counterpulsation therapy". There was no reported pt death or injury. Medical/surgical intervention was not required. There were no reported pt complications. The pt outcome is listed as "still alive".

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.